Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm and cartridge alarm 19. The customer's blood glucose level was reported to be "fine". As the alarms had occurred in the past, troubleshooting to determine a possible cause was unable to be determined.

Manufacturer narrative:
The device investigation has been completed and the reported cartridge alarm 19 was confirmed. The reported occlusion could not be duplicated.